Event description:
In 2008, this patient was implanted with gore excluder aaa endoprostheses for treatment of an abdominal aortic aneurysm. On an unknown date, the patient presented with soreness in his abs, weight loss, fever and high white blood cell count. The patient also reported sore psoas muscle. Imaging results were negative. The physician decided to perform an exploratory abdominal surgery the following year. This procedure discovered an infected endograft. The physician converted the patient to an open repair, including an axillary-fem and a fem-fem crossover. The patient tolerated the procedure and is in good condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device involved: pxc141400/06003461. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.